Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer through a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge their ins. When patient placed the recharger over the ins he didn't get good coupling. Patient reported feeling his ins had moved underneath his skin. The rep will meet the patient on (B)(6) 2017 for further troubleshooting. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.